Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 500 mg/dl. Reportedly, the customer fell and broke their nose. Prior to going to the ICU, a correction bolus was delivered to address bg level. In the ICU, the customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Reportedly, the customer was released on (B)(6) 2024 with the issue resolved and no permanent damage. Reportedly, the wake button was delayed in responding to touch. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed h3 other text : device not returned.